Event description:
It was reported the 355ld was used during a laparoscopy. It was reported the device was difficult to insert and required more force than usual. A second device was opened and the same thing happened. A third was opened and the same thing happened. The surgeon then used laparoscopic scissors to cut the peritoneum to gain access. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.56069/j. Date sent: 10/6/98. D5,6; h4: info not available, device not returned for analysis.